Event description:
It was reported to st. Jude medical that numerous attempts were made to establish communication with the device but none were successful. The pt was scheduled for follow-up. During evaluation an error message was observed. The decision was made to explant the device.